Event description:
It was reported to philips that the device failed to charge an installed battery. There was no patient involvement.

Event description:
This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿. It was reported to philips that the device failed to charge an installed battery. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. Fco86100188a was provided to the customer to inform them that a replacement part can be ordered by service personnel to rectify the reported problem. Under guidance of the fco, the ac module was ordered and subsequently replaced by the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.